Event description:
Patient reported left side "possible rupture" and device "felt like acorns" with "uncomfortable edges." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, weight to the spec, non-penetrating nicks, crease fold, wear abrasion. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identified the thickness within specification and a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact., non-penetrating nicks and a striated edge opening on anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possible rupture" and device "felt like acorns" with "uncomfortable edges." Device has been explanted.